Event description:
It was reported there were volume discrepancies in the last 10 refills. It was reported the expected residual volume was 2ml, but the actual residual volume was 6.5ml. It was noted the diagnostic testing or troubleshooting would be performed in the future. The patient status was noted as alive with no injury. The pump was used to deliver morphine. It was later reported there were no symptoms reported experienced. It was noted the pump logs were checked. It was noted the pump was interrogated and no pump failure was indicated.

Manufacturer narrative:
(B)(4).